Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced frequent charging difficulties. To address this the patient underwent a revision procedure during which the ipg was removed and replaced. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device was retained and will not be returned.

Manufacturer narrative:
The correct aware date of the initial report should have been november 24, 2025. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced frequent charging difficulties. To address this the patient underwent a revision procedure during which the ipg was removed and replaced. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device was retained and will not be returned.